Manufacturer narrative:
A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant. The device has not been returned to the MFR for eval.

Event description:
When the user pulled out the catheter during gastronomy, the guide wire suddenly got broken.